Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that a few weeks after it was first implanted, this right atrial (ra) lead was found dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted and replaced with an alternate.